Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used to dilate the pylorus as part of an egd (esophagogastroduodenoscopy) performed (B)(6) 2010 on a patient under the age of (B)(6). According to the complainant, the balloon kinked when trying to advance the device through the scope. Additional information revealed the device was unable to exit the scope into the body. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A review of the device history record (DHR) for lot 13016053 was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no previous complaints exist for the specified lot. A visual examination of the returned device confirmed the device was from lot 13016053. The returned device was found to be kinked along the catheter shaft and the balloon was undamaged and inflated without issues. The dfu states that a vacuum must be applied to the balloon during advancement of the device through the scope, however the balloon was not properly advanced (vacuum was not applied/maintained). It is probable that the balloon could not be advanced as a result of an insufficient vacuum, leading to the application of excessive force in advancement. A kink can result from excessive advancing force. The most root cause for this complaint is use/user error.

Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used to dilate the pylorus as part of an egd (esophagogastroduodenoscopy) performed (B)(6) 2010 on a patient under the age of (B)(6). According to the complainant, the balloon kinked when trying to advance the device through the scope. Additional information revealed the device was unable to exit the scope into the body. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)